Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high pacing impedance. It was suspected that the rv lead insulation was damaged due to the rise in pacing impedance, though this was not confirmed. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
Additional information received indicated the right ventricular (rv) lead was capped on (B)(6) 2023, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrected data: b5 and h6 updated to reflect there was also no capture and low sensitivity noted on the rv lead.

Event description:
Correction: additional information indicated there was also no capture and low sensitivity noted of the right ventricular (rv) lead.